Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon used the capio device with a suture and completed one suture onto the pubis bone. He noticed when he took the capio device out, the bullet was missing from the suture. They completed an x-ray and could not see the bullet. They could see something, but it was determined it was a vaginal pack. When the device was opened the dart fell out of the device.